Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and tissue damage requiring mitral valve replacement. It was reported that on (B)(6) 2020, the mitraclip procedure to treat degenerative mitral regurgitation with grade 4+. Two clips were implanted, reducing mr to 2. On (B)(6) 2021, the patient was re-hospitalized for mitral valve replacement due to increased mr of 4. During the procedure, it was noted that the first clip had detached from the anterior leaflet (single leaflet device attachment/slda) and chordal rupture had occurred. The patient received a tissue mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported tissue injury and mitral regurgitation (mr) appear to be due to procedural conditions. Additionally, tissue injury and mr are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and surgical intervention were the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.